Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, the label printer was getting stuck and jammed. There were no delay, no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 21-feb-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the label printer had a broken arm on gear roller. A field service engineer replaced a new zd411 label printer to resolve and customer verified functionality. The system functioned as intended after the field service engineer repaired the device.